Manufacturer narrative:
Initial report filed under manufacturer number 9681138, this number has since been changed to 3003721894. All follow up reports will be submitted under the current manufacturer number of 3003721894. 3003721894-2015-00051 is associated with argus case (B)(4) poligrip extra strength. 02 february 2021: follow-up 1 report was erroneously submitted for MFR 3003721894-2015-00051, as follow-up to MFR 9681138. This is a corrected initial report 3003721894-2015-00051.

Event description:
Seizures [seizure], brain surgery [brain operation], blood vessel ruptured [vascular rupture], osteoporosis [osteoporosis]. Case description: this case was reported by a consumer and described the occurrence of seizure in a (B)(6) year-old female patient who received triple salt dental adhesive cream (poligrip extra strength) cream for an unknown indication. Co-suspect products included double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number z07082a, expiry date unknown) for an unknown indication. On an unknown date, the patient started poligrip extra strength and super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting poligrip extra strength and super poligrip extra care with poliseal (zinc free formula), the patient experienced seizure (serious criteria gsk medically significant), vascular rupture and brain operation (serious criteria gsk medically significant). Poligrip extra strength and super poligrip extra care with poliseal (zinc free formula) were discontinued (dechallenge was positive). On an unknown date, the outcome of the seizure, vascular rupture and brain operation were recovered/resolved. The reporter considered the seizure and vascular rupture to be possibly related to poligrip extra strength. It was unknown if the reporter considered the brain operation to be related to poligrip extra strength and super poligrip extra care with poliseal (zinc free formula). It was unknown if the reporter considered the seizure and vascular rupture to be related to super poligrip extra care with poliseal (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: on 10 march 2015, the consumer called to inquire about the use of super poligrip extra care, pre and post zinc. She wanted to know if we had any reports of blood vessel bleeds causing seizures in regard to the product. She reported using the product for twelve years, some of which were when the product still contained zinc. Three years ago she quit using the product subsequent to brain surgery and never had the issues again. Her neurologist informed her that zinc could possibly be the cause of her seizures and blood vessel bleeds. The auth form information was received on 25 august 2015 via returned consumer authorization form. The patient returned authorization form with the contact details of physician. The adverse event follow up information received on 17 december 2015. The consumer reported that the product caused her to have osteoporosis. The reporter considered osteoporosis related to products.